Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd module. In addition, we confirmed that the angle wire fluid damage and hard to move, the body cover grip scratched, the u/d & r/l pulley wire fluid damage, the segment fluid damage, the control body corroded, the electrical connector fluid damage, the eog valve loosened, the lg cable connector corroded, the brand plate worn out and the remote button cut; however, they are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).